Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the two complaint cannulae were visually inspected and were also examined using sem (scanning electron microscopy). Results: visual inspection revealed that in both cases the tubing was degraded near the distal connector, the white clip and the manifold. No stretching of the tube was found in either cannula. Sem testing revealed that the interior and exterior surfaces of the tubing were covered in sodium chloride. Sodium chloride is commonly used as a base for veletri. The interior surface of the tubing showed evidence of chemical attack. Conclusion: the customer had confirmed that the drug veletri (epoprostenol) was being nebulised prior to the observed cannula damage. It is known that the ph of veletri solution is greater than 10 before nebulising. In contact with the material of the breathing tube this would cause hydrolysis of the polyester polymer. The multiple cracks seen on the inside surface of the breathing tube are consistent with chemical attack. Sodium chloride crystals indicated that a solution had evaporated on the surface of the breathing tube. The user instructions which accompany the opt944 nasal cannula state that the interface is intended to be used "for delivery of humidified respiratory gases." And includes the following cautions/warnings: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. When the opt944 nasal cannula is sold with the fisher & paykel healthcare nebuliser kit, the following information is included: compatible medications: this kit is compatible with the following medication only: salbutamol warning: do not nebulize the following medications, as they are incompatible with airvo and its consumables and may cause patient harm: alcohol-based medication. Significantly acidic or basic medications eg. Epoprostenol (flolan). Saline.

Event description:
A healthcare facility in (B)(6) reported that an opt944 nasal cannula had ripped and that the patient had desaturated. No further patient consequence was reported.